Event description:
Indication: selective deficiency of immunoglobulin g [lgg] subclasses; selective deficiency of immunoglobulin a [iga]. Route of administration: infuse under the skin. Unsolicited: pt reporting a pump error. Pt indicated she infused her infusion this morning when down occlusion error sounded. Pt contacted previous home health nurse who troubleshooted with pt. Pt was able to infuse total medication needed for infusion, switching out tubing several times. (No report of product issue or problem with tubing.) No adverse event or missed doses reported due to product issue. Pt requested new pump replacement. Pharmacy sending new pump, pump associated with event available for return. Serial number of pump associated with event: (B)(6), maintenance due: 01/2025. No further info. Reported to (B)(6) by pt/caregiver.